Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s first battery died and it was not due to normal battery depletion. The patient stated they were guessing the first implant battery died within a couple of months after implant. No patient symptoms were reported. No further complications were reported.